Event description:
It was reported while using bd angiocath¿ peripheral venous catheter, 20 g x 1.88 in. The catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about deformation of catheter. When the package was opened, the cover was removed, and the needle was removed for confirmation, the catheter was found to be deformed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
This is not an MDR reportable event. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. Through examination of the sample, the needle of the catheter was found coiled. It is most likely that this defect resulted during the fitting of the protector onto the needle. If the equipment is misaligned, the needle may hit the protector wall and cause the observed defect. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Supplemental review- no additional information to add this report is about deformation of catheter. When the package was opened, the cover was removed, and the needle was removed for confirmation, the catheter was found to be deformed.